Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise, however was unsuccessful. Device data was sent to rhythmcare for review. Data review determined the device system behavior is consistent with that of a sense b node impairment and recommended system replacement as secondary is not a viable vector option. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise, however was unsuccessful. Device data was sent to rhythmcare for review. Data review determined the device system behavior is consistent with that of a sense b node impairment and recommended system replacement as secondary is not a viable vector option. This device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise, however was unsuccessful. Device data was sent to rhythmcare for review. Data review determined the device system behavior is consistent with that of a sense b node impairment and recommended system replacement as secondary is not a viable vector option. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the describe event or problem field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise and baseline shifting. The device was checked in clinic with noise able to be reproduced when the patient stood up from the supine position. A second attempt was made to reproduce noise, however was unsuccessful. Device data was sent to rhythmcare for review. Data review determined the device system behavior is consistent with that of a sense b node impairment and recommended system replacement as secondary is not a viable vector option. This device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the describe event or problem field for more information regarding the specific circumstances of this event.